Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
A representative reported the patient developed double vision on (B)(6) 2013. An MRI was being performed to find a cause. The patient "believed double vision might have to do with the pump implant". The medication used within the system was infumorph and was used to treat non-malignant pain and degen disc disease/herniated disc pain. The representative noted that a motor stall did not occur. The representative later noted that the pump was infusing at minimum rate mode. No motor stall was seen in the logs. The patient later reported a cerebrospinal fluid (csf) leak caused them to have sixth cranial palsy, which caused them to have double vision and they had to wear a patch on one eye. The patient stated this lasted two months before the symptoms went away. Their healthcare provider was in the process of increasing their dosage, but the patient was called out of town on an emergency. The patient wanted to know if there was someone in their current location that could increase their pump dosage. The patient stated initially their dosage was 10 mg which was"too strong". A representative later reported that they believed they located a physician to adjust the dose.